Manufacturer narrative:
(B)(4). This report involves the same patient as in cmplnt-(B)(4) and cmplnt-(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain and cloudy effluent and subsequently passed away coincident with automated peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis event and passed away during transport to the hospital. On an unconfirmed date, the patient was treated with intraperitoneal vancomycin for a one-time dose (dosage not reported) for the peritonitis event. Automated peritoneal dialysis therapy was reported to be ongoing up until the time of death but peritoneal dialysis therapy was not being performed with a baxter healthcare homechoice device and/or baxter healthcare solution(s) at the time of death. The patient was reported to not have recovered from the peritonitis event at the time the myocardial infarction occurred. The cause of death was myocardial infarction and an autopsy was not performed. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.